Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification up to the 10th august 2014. The device failed multiple self-tests due to a low battery between 17th august 2014 and the 20th january 2015. The device remained in fault mode until 9th april 2015 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ups, one of ten minutes duration, were observed in the device memory between the (B)(4) 2015. The pad-pak was removed on three occasions for periods of up to one month. Investigation found the reported fault can be attributed to membrane failure. The ten minute time out and the excess current drain measured recorded would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.